Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue troubleshot the iabp and discovered that the leak was in the cart and came from the helium tank transducer o-ring. To resolve the issue, the stm removed and replaced the o-ring and added vacuum grease. The stm ran the leak test per manufacturer specification, and the unit passed. The scheduled pm was then completed and all functional and safety checks were performed and passed per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block is a getinge employee whose full name is (B)(6). His contact details differ from that of the event site and are as follows:(B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm), the cariosave intra-aortic balloon pump (iabp) failed the helium leak test. No patient involvement or adverse event was reported.